Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Cts informed caller to load a new cartridge following proper load technique. Caller will let insulin get to room temperature and then load a new cartridge and will follow up if alarm reoccurs. The customer reverted to alternate method of insulin therapy.there was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.